Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the middle port, under the "lip/rim". This was noticed during filling, prior to patient use. It was further reported that there was noticeable damage to the packaging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: four (4) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and it was noted that there was a leak at the spike port bonding areas of all four samples. The reported condition was verified. The cause of the reported condition could not be determined; however, the probable cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.